Manufacturer narrative:
Eval: results: inspection of the returned extension segments revealed the headers and terminal ends were in good condition. The lead bodies were cut in multiple locations consistent with explant damage. The returned extension segments did not reveal any anomalies which would have existed prior to explant. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 4 of 4: reference MFR report: 1627487-2011-09265, reference MFR report: 1627487-2011-09266, reference MFR report: 1627487-2011-09267. The pt received the scs system on (B)(6) 2007. The pt had experienced several falls over the past few years. As a result, the pt had difficulty charging the ipg. The pt also reported pain at the ipg pocket site which had moved from her hip to the abdomen over time. The pt's leads had also migrated. Prior to the explant, sjm representative attempted to reprogram the pt, but pt's pain pattern had changed therefore, the rep was unable to recapture stimulation. The physician explanted the entire system and implanted a new lead along with a different model ipg. The pt reported good coverage post-operative or her pain pattern. No further pt complications were reported.